Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. A revision procedure was performed to downsize the cuff. There were no further patient complications.